Event description:
It was reported that at ICD change-out, impedance and capture thresholds were high. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.